Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to shortness of breath and fatigue. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device¿s sound abatement foam. The patient has alleged to shortness of breath and fatigue. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer¿s investigation is ongoing. A follow-up report will be submitted when the manufacturer¿s investigation is complete. After receiving further information, it is determined that the initial report should have been filed as serious injury only. In this report, "box b" "adverse event/product problem", "outcomes attributed to ae" and "box h" "type of reported complaint", "patient outcome code grid" and "health impact grid" has been updated or corrected.